Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. According to the report, the trunk-ipsilateral leg component (rlt231418j/17644940) moved proximally of its intended site during deployment (distance unknown), partially and unintentionally covering the left renal artery. The physician thought that the proximal movement of the device was caused by calcification around the infrarenal aortic neck. A bare metal stent was implanted to preserve the patency of the left renal artery. The patient tolerated the procedure.